Manufacturer narrative:
(B)(4): no activity related to the complaint was observed in the black box or download history. The battery compartment and cap were found to be intact with no physical or moisture damage. The pump was exercised for 29 hours without power issues. The pump cover was removed and no internal moisture was found. The power circuit was tested and no defects were found.

Event description:
It was reported the pump was warm to the touch when the low battery alarm was given. There was no adverse event associated with this issue. There was no damage seen to the pump or battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.